Manufacturer narrative:
Qn # (B)(4). Uf # (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports via medwatch: PICC line successfully placed by certified rn. At end of the procedure and removal of the sensor from PICC line, the sensor snapped in half so PICC line immediately removed from patient. After removal, PICC line and sensor inspected and noted tip of sensor was accounted for an entire line and sensor was removed from patient. There was no retained foreign body.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports via medwatch: PICC line successfully placed by certified rn. At end of the procedure and removal of the sensor from PICC line, the sensor snapped in half so PICC line immediately removed from patient. After removal, PICC line and sensor inspected and noted tip of sensor was accounted for an entire line and sensor was removed from patient. There was no retained foreign body.